Event description:
Information received indicates the brake on the stretcher will not hold.

Manufacturer narrative:
The technician found the connecting rod was broken at the foot end of the bed, causing the brake to not hold. The technician installed a brake steer upgrade, replaced the hex rods and installed four casters to repair the bed.